Manufacturer narrative:
Uf/importer report #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a gastric sleeve procedure, two devices failed to fire normally resulting in only half intact and only half attached staples.